Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: cx01b, 510k #: k102397 and UDI #: (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, cement swelled from lateral closures of the mixer hence the cement could not be used completely in the procedure. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.